Manufacturer narrative:
During the investigation of the concerned scope it was found that the distal solder seam shows mechanical damage resulting in leakage. Exposure of the distal coverslip to cold spray showed that moisture condenses in the closed system (the system is leaking). Heavy abrasion/foreign matter is evident in the rod lens system, suggesting the possible use of ultrasound during reprocessing. The examination of the optics revealed that the customer's information about a sudden visual impairment can be confirmed. Due to the existing mechanical damage of the distal solder seam and the resulting leakage of the system, a rapid change of the ambient temperature (insert into the situs) leads to condensation of existing moisture in the rod lens system, which impairs the vision as described. The existing mechanical damage is due to external influences and not to a production defect. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(6).

Event description:
It was reported that the patient had consented to hysteroscopy and tcrf. The scope had been checked before the procedure and the vision was clear even during hysteroscopy. After connecting to bipolar resectoscope the surgeon reported that the vision became foggy and blurry while in the cavity. We changed to another scope which was clear and the surgeon was happy with it. When he inserted it in the patient's uterine cavity the surgeon reported the second scope was also foggy and blurry. As both scopes were not clear the surgeon decided it was not safe to proceed and abandoned the procedure.